Event description:
The following was reported to hamilton medical ag: screen stuck at hamilton logo during start-up. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).